Event description:
The ge oec 9800 fluoroscopy sys was reported to have stored one pt's images in another pt's sys file. Possible data mix.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found a defective hard drive that was removed and replaced. Sys software was also updated to the latest version. The sys was tested and found to be operating as intended. The sys was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect were reported because of this malfunction.